Manufacturer narrative:
Supplemental report being sent to document that a voluntary medsun was received (mw5168983). Update to a5 and b5.

Event description:
Per the voluntary medsun, the patient also required an endovascular abdominal aneurysm repair (eavr).

Event description:
According to the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra resilia valve via the transfemoral approach, the balloon of the delivery system ruptured after coming into contact with calcium at the sinotubular junction (stj). Despite this, the valve was fully deployed and functional. The balloon was pulled back into the sheath, but during removal, the sheath was pulled out first, leaving the delivery system in the body without a sheath. Consequently, the balloon and distal tip remained in the body, necessitating a conversion to a cut-down procedure to remove the delivery system. Stent grafts were placed in the descending aorta and common iliac arteries to control bleeding, and a patch repair was performed on the femoral artery. Image review found a fully circumferential radial balloon burst at inflation balloon proximal shoulder, with the distal portion of balloon umbrellaed over the nose tip.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Relevant imagery provided indicated that there was tortuosity and calcification present in the patient's access vessels, calcification was present in the patient's landing zone and stj. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported events of balloon burst and withdrawal difficulties were confirmed based on imaging evaluation of the device-related imagery the event description stated that the "balloon of the delivery system ruptured after coming into contact with calcium at the sinotubular junction (stj)," and the 3mensio report revealed the presence of calcification in both the landing zone and stj. Additionally, it was noted that extra volume was added to the balloon for inflation. While the prescribed nominal inflation volume is provided in the IFU, it is possible that over-inflation subjects the balloon to pressures high enough to cause it to burst. It was reported that "the balloon of the delivery system ruptured. The balloon was pulled back into the sheath, but the sheath was pulled out first, leaving the delivery system in the body without a sheath during removal." According to the training manual, the user is instructed to withdraw the entire system as a single unit. Attempting to remove just the sheath can cause the delivery system to get stuck inside the patient's body, resulting in withdrawal difficulties. Furthermore, as the balloon was burst, the altered balloon profile could have made it more susceptible to catching on the patient's vasculature, leading to the experienced retrieval difficulty and potential injuries as reported. In this case, available information suggests that patient factors (such as tortuosity and calcification) and/or procedural factors (such as over-inflation, withdrawal of the burst balloon, and improper withdrawal techniques) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.